Event description:
It was reported that in mid of 2010, the patient was experiencing pain in back and legs. The patient underwent the axialif surgery at the l5-s1 area of spine. The patient was implanted with rhbmp2/acs.post-op, the patient continued to suffer from pain in back and legs that was worse than before the surgery as well as weakness.

Manufacturer narrative:
(B)(6). (B)(4). Date of surgery is unknown but the surgery happened in october 2010. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.